Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.

Event description:
Sales rep reported that the tip of this screw broke free in the joint. The site was tapped 10mm prior to attempted insertion. It was confirmed that all the pieces were removed and there was no pt injury as a result. A delay of one minute resulted.